Manufacturer narrative:
(B)(4). Date sent 4/6/2026. Corrected data d4: UDI#. Investigation summary- the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample revealed that the pve35a device was returned with no apparent damage, outside its original package and only a tyvek returned along with the device. Upon visual inspection, a brown stain was noted in the handle shroud of the device. The tyvek was examined and no defects or foreign matter was noted. Additionally, photos were provided and they showed one tyvek with lot number a98p9h and on the shrouds it was noted a foreign matter in order to verify the origin of the stain found, an elemental material analysis was performed and after further analysis of the foreign matter located in the handle of the device, it was detected a fluorine element. In addition, a protein test was also performed and the results were negative for the biologic foreign matter. This discarded that this is a blood spot. However, no conclusion could be reached on what caused the stain in the handle as the device returned outside its packaging. As part of our quality process, the manufacturing records of this lot number were reviewed, and the manufacturing standards were met prior to the release of this lot. A manufacturing record evaluation was performed for the finished device lot a98p9h, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, it was observed that there were blood-like stains on the handle after opening the package, so a replacement was opened and the surgery continued. The device was not used for the patient. Another device was used to complete the case. There were no adverse consequences to the patient. No additional information was provided.

Manufacturer narrative:
(B)(4) date sent: 3/4/2026 d4: batch #unk d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. H4: the device manufacture date is currently not available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided; therefore, a device history could not be done. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.